Event description:
It was reported that the intellivue mx450 indicating that there was a speaker technical error. A good faith effort (gfe) was performed to clarify if the speaker produced sound, and it was provided that there was sound as usual. The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and confirmed a ¿speaker malfunction¿ inop message was displayed on the device. The rse determined that the mainboard needed to be replaced. The customer ordered a mainboard to resolve the issue. After further investigation this complaint is deemed no longer a reportable event. A good faith effort (gfe) was performed to clarify if the speaker produced sound, and it was provided that there was sound as usual. A replacement main board was sent to the customer.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation. E1: reporter institution phone information: (B)(6).

Event description:
The customer reported a speaker malfunction, it is unknown if sound is still coming from the device. It is unknown if the device was in use at time of event, there was no adverse event reported.